Event description:
The pt had a surgery implanting oasys from c3-t1, however, it was found that t1 blockers were dislocated 3 weeks later. The patient has cp athetosis with strong muscle tightness and respiratory distress so that she could not have a halo vest, thus she has been wearing a hard collar from immediate post-op. According to the hospital staff, when the nurse was helping the patient sitting up from the lying position, there was a snapping sound. The surgeon is planning for a revision surgery the next month to reinsert screws into t1 and also cover t2 and t3 with oasys in together with secure strand.